Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. A farawave catheter was inserted into the sheath, and pulmonary vein isolation was performed. However, the farawave catheter spline became inverted while advancing into the right inferior pulmonary vein (ripv). The catheter was subsequently removed to correct the spline. During reinsertion of the farwave catheter into the faradrive sheath, air was observed inside the faradrive sheath upon aspiration. A leak was also noted. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. A farawave catheter was inserted into the sheath, and pulmonary vein isolation was performed. However, the farawave catheter spline became inverted while advancing into the right inferior pulmonary vein (ripv). The catheter was subsequently removed to correct the spline. During reinsertion of the farwave catheter into the faradrive sheath, air was observed inside the faradrive sheath upon aspiration. A leak was also noted. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further noted that the reported leak was blood with a constant drip from the hemostasis valve of the sheath. A pump was used for the irrigation of the sheath at a flow rate of 30 ml per h. The guidewire was positioned 2cm from the distal end of the sheath when the leak was observed. No air was seen in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.